Event description:
It was reported that after the initial surgery, x-ray showed that the device was incorrectly inserted. During surgery to re-position the device, the electrode array could not be inserted. The device was explanted and the pt was reimplanted with another advanced bionics cochlear implant.